Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, the patient experienced diaphragmatic stimulation with the implanted lead. The p physician elected to remove the lead and implanted a second lead; however, the impedance measurement was high and there was no pacing. The physician then removed the second lead and implanted the first lead that was attempted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.